Manufacturer narrative:
Correction: patient name and last name.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with diffuse lamellar keratitis (dlk) stage 1 and irritation on the (os) left eye post treatment. It was reported on (B)(6) 2019 that the patient did not schedule follow up as directed. Topical steroid dosage was increased and topical antibiotics were prescribed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patients chief complaint was burning and photophobia. The patient reported the symptoms are not interfering with daily activities. The clinic reported that the patient was last seen on (B)(6) and showed great improvement. Patient did not show up for his follow up scheduled (B)(6). Clinic reported they left a message for patient concerning missed appointment. Bcva from (B)(6) 2019: right eye pre-op 20/20 .25 x .00 x 90, left eye pre-op 20/20 .25 x .-.50 x 70.